Event description:
It was reported that caller experienced cgm error message while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, completed full pump reset with guidance, confirmed date and time settings, reloaded cartridge, and pump functioned properly without showing error again.